Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that during interrogation and reading of several episodes, a jagged wave like prominent noise appeared on the screen. This seemed to trigger an error within a few seconds. This issue occurred twice during telemetry. There were no other anomalies observed apart from this occurrence. The device image could not be retracted to identify the cause. The session was completed. It is suspected the transmission speed may have been a contributing factor to the occurrence but the cause of the issue is unknown. The pacemaker is being monitored. The patient experienced no adverse consequences.

Event description:
New information based on review of session records indicates the issue may be due to poor real-time telemetry at 8k speed with several telemetry breaks while the episodes were being read. The display may have been trying to adjust the auto gain which is what was seen on screen. The unexpected waveforms and spurious marker may have resulted from a noisy telemetry channel. There was no indication of any other failure or anomaly.